Manufacturer narrative:
Rod breakage about 12 months after implantation. No additional surgical intervention at this time because patient is asymptomatic. (B)(4). Exemption e201703.

Event description:
Rod breakage about 12 months after implantation. No additional surgical intervention at this time because patient is asymptomatic.